Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, unable to verify failed battery or button keypad due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. She could see moisture on both sides of the insulin pump. The insulin pump alarmed failed battery test. Customer's blood glucose level was 78 mg/dl. The buttons on the insulin pump were unresponsive and she was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.